Event description:
It was reported that, increased capture thresholds were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead micro dislodgement and inadequate capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.